Manufacturer narrative:
Batch review performed on 27 may 2026 gmk-sphere 02.12.0310crl gmk sphere cr tibial insert s3l 10mm (k181635) lot 2100811: (B)(4) items manufactured and released on 25-mar-2021. Expiration date: 15-mar-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint mobility. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 4 years and 9 months from the primary, the patient came in reporting hyper extension with little flexion due to a tight pcl that was causing the femoral chondyls to roll posterior and the cause is unknown. The surgeon removed scar tissue around the patella and released the pcl to realign tracking. The surgeon revised the cr tibial insert s3l 10mm to a 14mm one. The surgery was completed successfully.